Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units. Reportedly, the insulin gauge displayed 65 units after delivering 10 units. There was no impact to the customer's blood glucose level. A new cartridge was loaded successfully.